Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor mechanism would not shuttle, and the shuttle suture was unloaded at the anchor base. The case was completed, and no further information was provided. This was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 06/23/2025: the case was completed using an ar-3636 knotless 1.8 fibertak soft anchor. The only delay experienced was the time required to open a replacement anchor. It remains uncertain whether additional anesthesia was administered. No adverse effects were reported during or following the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.